Manufacturer narrative:
Additional information: this complaint is not reportable as an adverse event: the stoma measuring device was placed on error and was recognized after placement and would likely be replaced with a feeding tube without needing any additional procedure and this would not likely lead to any serious injury. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
This is the first of two reports for two separate products. Refer to report 9611594-2015-00191 for the second report. A report was received from the (B)(6) stating that when the doctor was placing the kit device for the first time he placed the measuring device instead of gastrostomy tube. The misplacement of the device was identified by the nursing team . The placement of the first device reverted to a gastrostomy tube. No additional information was provided in regards to the patient's status and the outcome of the procedure.